Event description:
The customer reported that when positioning a patient for a CT clinical procedure and utilizing the load pedal on the multi-function footswitch the couch would not move in the "up" direction. The customer used the controls on the gantry control panel to position the patient. The philips field service engineer (fse) confirmed that there was no harm to the patient, operator or bystander and the procedure was completed successfully. The fse stated that after the acquisitions were completed the operator activated the unload pedal and the couch moved out but would not move down. The operator again utilized the gantry control panel buttons to unload the patient. The fse found a plastic cap worked into the frame opening lodged in between the actuator and the frame. The fse removed the plastic cap jammed inside the opening of the multifunction footswitch unload pedal above the actuator to resolve the issue.

Manufacturer narrative:
(B)(4) on (B)(6) 2015, the customer, (B)(6) center, (B)(6) reported that while attempting to position a patient for a clinical scan using the load pedal of the footswitch, the patient support did not move in the upwards direction. The customer then used the gantry control panels to position the patient support and completed the scan successfully, there was no rescan/reinjection required. After completing the scan, when the customer pressed the unload pedal of the footswitch to remove the patient from the system, the patient support moved out of the gantry but did not move downwards. Once again, the customer used the gantry control panels to unload the patient. There was no harm/injury to a patient, operator or bystander associated with this issue. The customer contacted philips help desk to inform them of the event and the philips field service engineer (fse) was dispatched. The fse arrived on site and evaluated the system. The fse confirmed the incorrect motion of the patient support when operated by the footswitch. When the patient support was moved using the gantry control panels, the patient support was moving normally. The fse then checked the footswitch and found that a plastic syringe cap was stuck between the unload pedal and the frame of the footswitch, thereby obstructing the pedal. The fse removed the plastic cap and verified the patient support operation to be normal before handing the system back to the customer. There were no parts replacement. After the service, there was no recurrence of the issue at the site. If the unload pedal on the multi-function footswitch was stuck engaged, there is potential for uncommanded motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). CT engineering determined this event to be acceptable risk. The following mitigations for this issue include: stopping horizontal motion in the presence of resistance force (not applicable for vertical) table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse removed the plastic syringe cap that was blocking the pedal which was the cause of the issue.

Manufacturer narrative:
Adding type of reportable event as "malfunction". Type of reportable event was inadvertently not included in the last report.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).